Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger of the battery reamer/drill device was not moving smoothly. Therefore, the reported condition of a sticky trigger was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from the netherlands that during service and evaluation, it was determined that the eccentric pin of the battery reamer device was broken, the trigger of the device was not moving smoothly, there was cosmetic damage, and the device had insufficient/low power. It was further determined that the device failed pretest for general condition, check power at the motor with test bench, and trigger test. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.